Event description:
It was reported that following an implant procedure the patient experienced pain from the side and stomach even when the stimulator was turned off. The pain was believed to be surgery related. The patient was hospitalized and was provided with a steroid and pain shots and was released from the hospital, turned the stimulation back on and was reportedly doing well.